Event description:
Patient stated the start button released about 14 to 15 hours after putting it on the v-go. The release of the start button before 24 hours occurred on 9/27/19. Patient verified he did not accidentally hit the needle release button.